Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation showed the catheter appeared to be trimmed approximately 1 cm distal to the suture wings. Use residue was observed from the luer connector hub to the proximal end of the catheter. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration and no leaks were observed. No damage was observed on the extension tubing near the luer connector hub during microscopic observation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had a 3 fr provena PICC separated near the hub. No other information was provided. No patient injury reported.